Event description:
It was reported that the display of the device turned blue during use. After a few seconds, the display restarted and was available again. It was reported that the device's ventilation unit continued to operate normally, and ventilation was not interrupted. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was made available for further investigation. The analysis of the log file revealed that the ventilation unit had performed a restart on the reported date of event. Other than reported, the ventilation was interrupted by the restart. After a successful restart, the alarm message "ventilation unit restarted" was displayed on the screen and ventilation was then continued. The restart was triggered by a temporary failure of the pba m48.3. The pba m48.3 was replaced by dräger service and the device was tested and confirmed to be operating as per manufacturer´s specification. The analysis of the pba m48.3 found no indication for a technical failure. For safety reasons, the software of the ventilator continuously analyses and verifies the correct function of the device. In the event that the safety software of the ventilation unit requests a warm start, the emergency valve is opened against the environment to allow the patient to breathe spontaneously. After a successful warm start of the ventilation unit, the alarm message "ventilation unit restarted" is issued with an accompanying acoustic alarm tone sequence. The device behaved as specified and displayed an appropriate alarm message on the screen to inform the user of the problem. In the course of the investigation, the case was assessed to be reportable due to the interruption of ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.